Event description:
Information was received indicating that cadd legacy 1 pump wont stop alarming. There was no patient involved.

Event description:
It's unclear if this particular pump involved a patient; however, it was confirmed that the pump's malfunction did not cause patient injury.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of device alarming and wont stop beeping was verified upon duplicating device and powering on. The event log did not reveal complaint. The complaint is isolated to downstream sensor. Action was taken to replace the downstream sensor. Unknown cause of event. Testing completed and passed all functional and delivery tests.